Event description:
While performing an operative laparoscopy and tubal dye study, the tips of the pks cutting forceps detached and fell into the pt. The tips were recovered from the pt with no pt harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.